Event description:
A physician was applying a fallopian tube clip to the tube when it was noted that the clip was not pushed all the way closed. Another fallopian clip applicator was used to complete the tubal sterilization procedure. No pt problems were reported.